Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, high impedance and loss of capture were observed. Diagnostic imaging was performed and confirmed that the left ventricular (lv) lead was dislodged. The device was reprogrammed and the patient will continue to be monitored. The patient was in stable condition.